Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) lead that was oversensed by the device as venricular fibrillator (vf) resulting in pacing inhibition with asystole up to five (5) seconds observed. The rv lead is not boston scientific product. The device was subsequently explanted and replaced. Also, the rv lead was surgically abandoned and replaced with the pace and sense portion of an existing rv lead than was tested and used. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).